Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 866mg/dl. Troubleshooting was performed. The time and date on the insulin pump were incorrect. Reviewed the alarm history and found several error alarms. The high pressure test was performed and passed. Advised the customer to call back if further assistance is needed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.